Event description:
Pt demographics: male it was reported that the surgeon used the counter-torque legacy 4.5mm ti ((B)(4)) together with the break-off driver legacy 4.5mm ti ((B)(4)). The break-off driver did not go out of the counter-torque end, therefore the surgeon decided to use the counter-torque legacy 5.5mm ti ((B)(4)). That complicated the surgery, indeed a screw was damaged by the counter-torque and screw replacement was necessary. Actions required: different instrument/programmer/external device used history: unknown injury: alive - no injury/no adverse event outcome: there were no patient symptoms/injuries related to this event

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.